Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh and mentor ob tape were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced pain, erosion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and right vulvar mass and pelvic abcess. It was reported that the patient underwent mesh revision on (B)(6) 2008. It was reported that the patient underwent partial right vulvectomy with removal of vulvar mass on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a bilateral sacrospinous ligament fixation due to bilateral paravaginal defect, enterocele rectocele, and cystocele. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/27/2019.